Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: was there any allegation against the expedium screw? No. Why was the screw being removed? Was an extension revision surgery. Surgeon was removing depuy and placing globus. Was this a revision surgery? Yes. Please provide patient status/ outcome: case completed and patient admitted to the acute care floor. Was other medical intervention required? If yes, please specify details. No. Was the surgery completed successfully? (Yes or no): yes. Were fragments generated? Were the broken fragments retained in the patient? (Yes or no): no. (B)(4) was created for a post-op event.

Event description:
It was reported that on (B)(6) 2025 while the surgeon was removing 7.5mm expedium screws, and the tip of the driver broke off in the screw head. The screwdriver was then removed from field. The procedure was successfully completed with no surgical delay. There was no patient consequences. There was generation of fragments which were removed easily without additional intervention.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿279712400, xpdm quick-con si poly scwdrvr¿ has broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the xpdm quick-con si poly scwdrvr would contribute to the complained device issue. Based on the investigation findings, xpdm quick-con si poly scwdrvr was broken because of component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr, was conducted identifying that lot number mi103544 was released in one batch. ¿ batch1: lot qty of 105 units were released on 14 jul, 2021 with no discrepancies. Supplier: micropulse incorporated as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.